Event description:
The complaint alleges that a patient had massively elevated blood pressure while lying for a long time (>300 mmhg systolic), anti hypertensive medication was immediately administered and a trip to the CT was needed to rule out the suspicion of a cerebral hemorrhage. When changing the blood pressure transmission to the transport monitor, the clinical team noticed that a contact was broken. The nursing staff could not identify the cause.

Manufacturer narrative:
The suspect medical device was not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and three similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.